Manufacturer narrative:
The left ventricular lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the guide catheter revealed an abnormal curve. Fluoroscopy revealed that the left ventricular lead had perforated the coronary sinus vein. The patient experienced a drop in blood pressure. The left ventricular lead was removed and the procedure was completed. The patient was stabilized and a left ventricular lead was to be implanted in the future. No additional adverse patient effects reported.